Manufacturer narrative:
Additional information provided. During an onsite visit the fse (field service engineer) checked the system and found no issue with the eye tracker mirror. The fse found the lighting pods need to be adjusted, but was not able because the adjustment screws were stripped out. The fse ordered a new lighting bracket. Root cause can be attributed to lighting pods that need to be adjusted. Adjustment screws of lighting pods were stripped out. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
There are two contributing factors for tracking difficulties, dirty ir illumination. So the correct pupil detection was reduced by the pollution on the ir illumination and the need for adjustment of ir illumination. The root causes are improper user handling by not avoiding balanced salt solution contact to the device, specifically the eye tracker and need for adjustment of ir illumination. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(4) 2014 UDI regulation date. (B)(4).

Event description:
A customer reported that during multiple procedures over a two to three week period of time the surgeon had to ask the patients to look to the left and then to the right in order for the eye tracker to locate the pupil. The technician spoke to a company representative over the phone to check the camera mounting and noted that the mirror was smudged, dirty, and not clear. Additional information requested.